Manufacturer narrative:
Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results the root cause of this event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an area of no treatment on the capsulotomy and a radial tear in the left eye during a laser assisted cataract procedure. Additional information has been requested.